Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
The device was applied during a laparoscopic nissen fundoplication. Reportedly, the needle disengaged. The hosp has reported no further info.